Manufacturer narrative:
Medical media was provided and reviewed by boston scientific quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria. The patient was placed on a non-vitamin k oral anticoagulant (noac) lixiana. The patient did not take medication on a regular basis due to hematuria. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed an 8mm x 24mm device related thrombus (drt) on the closure device. The patient was hospitalized on the same day and anticoagulant therapy was initiated (intravenous heparin and fragmin). A control tee was done eight days later, and the drt remained on the closure device. No adverse effect on patient was noted. The patient continues to be observed in the hospital. It was further reported that the thrombus morphology was laminar in nature and non-mobile.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria. The patient was placed on a non-vitamin k oral anticoagulant (noac) lixiana. The patient did not take medication on a regular basis due to hematuria. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed an 8mm x 24mm device related thrombus (drt) on the closure device. The patient was hospitalized on the same day and anticoagulant therapy was initiated (intravenous heparin and fragmin). A control tee was done eight days later, and the drt remained on the closure device. No adverse effect on patient was noted. The patient continues to be observed in the hospital.

Manufacturer narrative:
A2-a3: patient age and gender updated. B5: updated. B6: updated. B7: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted after meeting release criteria. The patient was placed on a non-vitamin k oral anticoagulant (noac) lixiana. The patient did not take medication on a regular basis due to hematuria. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed an 8mm x 24mm device related thrombus (drt) on the closure device. The patient was hospitalized on the same day and anticoagulant therapy was initiated (intravenous heparin and fragmin). A control tee was done eight days later, and the drt remained on the closure device. No adverse effect on patient was noted. The patient continues to be observed in the hospital. It was further reported that the thrombus morphology was laminar in nature and non-mobile.